Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were not intact on both bottom case and right plunger case. Broken top case on lower left front corner, cracked on right plunger case and missing rubber foot. Functional and delivery testing was conducted. The reported event of motor rate error was replicated during occlusion testing. Motor error rate was identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear. Combination of motor assembly, worm gear, leadscrew and clutch halves which were found old, dirty and worn out, are related to age of the device. The following actions were taken replaced motor assembly, worm gear, leadscrew and clutch halves. Additional repairs included: replaced parts of the drive train assembly,right plunger case, left plunger case,plunger cable,top case, rubber foot, ear clip, ear clip spring and added the cable guard. Functional and delivery tests, including occlusion test, all passed after repair.